Event description:
It was reported that during a da vinci s prostatectomy surgical procedure, the surgeon was taking down the endopelvic fascia when shavings from the pk dissecting forceps instrument were noted inside of the pt. The procedure was delayed by 30 mins to remove a majority of the shavings and the planned surgical procedure was completed with a replacement instrument and cannula accessory. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument and cannula accessory have not yet been returned for eval, therefore, the root cause of the customer reported failure mode cannot be determined. A f/u MDR will be submitted if the instrument and cannula accessory are returned (upon completion of failure analysis) or if add'l info is rec'd.